Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No other complaints in this lot. Additional information was requested on 08/06/2007. Additional information was not received.

Event description:
The surgeon reported a patient experienced blurred vision following intraocular lens (iol) implant surgery.